Manufacturer narrative:
A service call was performed at the site and passed testing. Components of the superdimension navigation system, case recordings and the patient's CT were returned for evaluation. Evaluation showed the CT parameters were outside of the superdimension recommended range. If additional information is received a follow-up report will be submitted. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
There was no CT image present in the superdimension navigation system during planning of patient procedure and an error message was received. The physician cancelled the end procedure after the patient was under general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.